Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that as the patient was admitted to hospital to undergo another treatment, the patient did not charge the device although the patient understood that the patient needed to charge the device. The physician thought that over discharge was the first time to occur at this time. A recovery for over discharge was performed. It was charged for 2 hours after 60 minute counts, however, the state was "discharge" still. Multiple attempts were made to recover over discharge but failed; the issue persisted. Further details were unknown since telemetry with the device using n'vision failed to be established. No patient symptoms were reported. On (B)(6) 2017, an ins replacement procedure was performed. No further issues have been reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient visited the outpatient since the ins was over-discharged, due to not being charged for half a year. A recovery for over-discharge was performed. It was charged for 2 hours after 60 minute counts, however, the state was "discharge" still. Therefore, power on reset (por) could not be released. The ins was charged for around 20 more hours at the patient¿s home and the patient visited the outpatient again. But the state was "discharge" still. The ins was scheduled to be checked again by the beginning/mid august. To dispel a concern that the problem would be the patient¿s recharger, the ins was going to be charged using a staff's recharger then and will be checked if there is a problem with the patient's recharger. If there was no problem with the recharger, the ins will be considered to be the cause and will be replaced. The physician agreed to this. The device settings were unknown. The issue was not resolved at the time of this report. No surgical intervention occurred, but was planned and not scheduled. The patient was alive with no injury. A week later additional information was reported that malfunction of the recharger was suspected but when charging the ins using the other recharger, the ins could not be charged and telemetry could not be conducted. Replacement of the ins was being considered. No further complications were reported or anticipated.